Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore cause of event cannot be determined.

Event description:
It was reported that patient underwent plif with spinal system at levels l4-l5 on (B)(6) 2015. On an unknown date post-op, "deep infection at intervertebral disc level(l4/5)" was observed. Crp was not so high. The patient did not have fever. Antibiotic was prescribed for a month. Revision surgery will be conducted on (B)(6) 2015. Revision surgery plan: posterior implant to be removed, autologous bone to be grafted after removing cage from anterior side.